Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous pulmonary artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was simply removed from the patient's body. The procedure was completed with another of the same. No patient complications were reported. Patient was good post procedure.